Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The power supply was replaced. (B)(4).

Event description:
The hospital reported that, during a case, the machine shut down. There was no report of patient involvement.